Manufacturer narrative:
The ethanol gen.2 reagent lot number is 85879201, and the expiration date is 30-sep-2025. The investigation is ongoing.

Event description:
There was an allegation of a questionable ethanol gen.2 result from the cobas 6000 c (501) module. The initial result was 10 mg/dl, accompanied by a data flag. The physician questioned the initial result was the patient noted that the patient was potentially under the influence. A new sample was collected, and the result was over 400 mg/dl. The initial sample was repeated, and the result was 460 mg/dl, which was deemed to be correct.

Manufacturer narrative:
A field service engineer (fse) inspected the unit, verified unit functionality, and performed precision checks on the tests the customer complained about. The precision check was okay. The investigation was unable to determine a direct root cause. The issue appears to be resolved as the performance of the instrument was verified.